Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/18/2014 with the following findings: display was dim/fading/reddish. The pump case was removed and corrosion was found underneath the internal battery. Black box confirmed time and date reset to default after battery change on (B)(6) 2014, pump was exercised for 24 hours, then took out the battery for 6 hours and the time and date reset complaint was duplicated.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 11/18/2014.